Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted left upper lobectomy procedure, the stapler 45 instrument was used on bronchus tissue and resulted in a leak with no staples forming. The surgeon decided to sew the staple line instead; however, it was unsuccessful and a pneumonectomy was performed. At this time, the root cause of the reported issue remains unknown.

Event description:
It was reported that during a da vinci-assisted left upper lobectomy procedure, the stapler 45 instrument was used on bronchus tissue and resulted in a leak with no staples forming. The surgeon decided to sew the staple line instead. There was no harm to the patient. The procedure was able to be completed. Intuitive surgical, inc. (Isi) contacted the assistant surgeon and obtained additional information regarding the reported issue: the procedure went smoothly prior to the reported event. The surgeon used a stapler 45 instrument with a green reload accessory. The first clamp attempt stalled at 97%, so the surgeon repositioned the instrument and clamped again. Once the instrument clamped successfully, the reload was fired. The surgeon inspected the staple line and noted that it looked fine, so the procedure was completed. Afterwards, the anesthesiologist inflated the lung and found that there was an air leak. The surgeon used the da vinci system to go back in and inspect the staple line. It was then observed that some staples had pulled through the tissue, some were malformed, and others were not formed at all. The middle of the bronchus tissue was opened, so the surgeon attempted to fix the issue with sutures. After 3 hours of unsuccessfully attempting to suture the tissue robotically, the procedure was converted to open surgery and the entire lung had to be removed (pneumonectomy performed). The patient lost an estimated 50cc of blood. The surgeon initially thought that the stapler instrument had misfired; however, the patient's tissue was inspected and found to be overly calcified, brittle, and fractured. The surgeon was not sure if the issue was entirely caused by the integrity of the patient's tissue. The surgeon was unsure what stapler fire was involved with the reported event. No errors or messages were generated when the issue occurred. The open procedure was completed and the patient was discharged without any further complications. The procedure was recorded on video; however, a copy of the video was not available for review at this time. The green reload and stapler instrument involved with this complaint would not be returning to isi for failure analysis investigation.